Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review for zimmer air dermatome ii hose: synthes (ao), 3 m, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a zimmer air dermatome ii hose: synthes (ao), 3 m was leaking air. On 21 mar 2019, a returned product investigation was performed on the zimmer air dermatome ii hose: synthes (ao), 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was torn which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the immer air dermatome ii hose: synthes (ao), 3 m had a torn o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
During the kit inspection at zimmer biomet warehouse, the employee noticed that during the control of the hose, air was leaking.